Manufacturer narrative:
The returned customer test strips and masterlot strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.7 - 4.1 inr): customer strip: qc 1: 3.1 inr. Masterlot strips: qc 2: 3.2 inr, qc 3: 3.2 inr. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The result of 4.8 inr alleged by the customer was observed in the meter¿s patient result memory, but the results of 7.6 and 7.4 inr were not observed. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4). At 9:59 the meter result was 7.4 inr. At 10:03 the meter result was 7.6 inr. At 11:19 am, while visiting a clinic, the result from the customer's meter was 4.8 inr. All these results from the customer's meter were from different fingers. While visiting the clinic and using the same finger that was used for the result of 4.8 inr, the customer had a result of 3.4 inr from a non-roche meter. The customer's therapeutic range is 2.0 - 3.0 inr. No dosage changes were made based on the meter results. The customer and doctor did not know which result was correct. The customer stated they were waiting on a laboratory result to make dosage adjustment. The laboratory result was requested but was not provided. The customer stated they had a bloodshot eye and some bruising, but no medical treatment was needed. Due to a higher inr result on (B)(6) 2019, the customer had added salad to their diet. Upon follow up, the customer stated that their doctor advised them to skip their coumadin dosage on (B)(6) 2019 and (B)(6) 2019. The customer took their coumadin dosage on (B)(6) 2019 and tested with their replacement meter, the result was 4.2 inr. The result was considered by the customer to be accurate. The customer's meter and test strip were requested for return. Replacement products were sent.